Manufacturer narrative:
The date of manufacture was documented as sep 10, 2012 in the initial report. The correct date is oct 09, 2012. The unique identifier(UDI) has been updated accordingly. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The date the device was returned for evaluation was reported as mar 23, 2018. The correct date is mar 28, 2018. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device made excessive noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the motor device ran even though the sleeve disconnect was in the unlock position. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.